Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that replaced ail (air-in-line), bezel assembly, rear case, membrane frame and dim u4 display board. Based on the findings, service determined that the reported issue was due to maintenance issue of the ail kit. Device history record: a review of the device history record showed the device had a manufacture date of 27mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device had ail sensor issues. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the an unknown issue with the device air in line sensor occurred. No additional information was provided. There was no patient involvement.